Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 800 pro instrument, and identified the failure mode as multiple hardware. The fse performed the ise (ion-selective electrode) decontamination procedure and replaced the carbon bridge, co2 (carbon dioxide) membrane and sample probe to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low na (sodium) patient results on their unicel® dxc 800 pro instrument. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer did not provide data.